Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 74 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented approximately 3.5 months ago with a proximal type I endoleak due to a 14 mm distal migration of the stent graft migration. At the time of migration, the aneurysm was 6.0 cm in diameter, and the aortic neck had dilated to 34 mm in diameter; the migration/endoleak was attributed to disease progression and dilatation of the aortic neck. The physician elected to intervene approximately 3 months after the migration was noted by implanting three 28 mm aneurx cuffs and a talent 42 mm thoracic cuff, which successfully resolved the endoleak and migration. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: migration, endoleak; disease progression with aortic neck dilatation.